Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after the syringe was inserted in the patient, the guidewire was inserted into the syringe. The needle and syringe continued to separate and were difficult to perform because they did not fit well. The syringe was removed; the doctor then used the same product and finished the procedure.

Manufacturer narrative:
(B)(4). The customer returned an opened kit with various components including an introducer needle and an arrow-raulerson syringe (ars). Visual examination of the ars (blue tip) did not reveal any defects. The needle hub was observed to have multiple cracks along the body and tapered section of the luer hub. Microscopic examination revealed multiple small cracks in the needle hub around the entire circumference of the hub. The cracks all started at approximately 6mm from the luer opening. The taper of the ars and the needle hub were found to be within the acceptable range. Functional testing found the fit between the needle and syringe was secure. The needle hub was tested for aspiration by attaching the returned syringe to the needle hub and drawing water into the syringe. Both water and air were aspirated into the syringe. A device history record (DHR) review was performed on the introducer needle and syringe and no relevant findings were identified. (Con't). Other remarks: the customer reported that the connection between the needle and syringe was not secure during use. The defect of a cracked needle hub was confirmed by visual examination of the returned needle as multiple cracks were observed on the needle hub. Although the connection issue could not be reproduced, the cracked needle hub likely contributed to the reported issue. A DHR review was performed and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that after the syringe was inserted in the patient, the guidewire was inserted into the syringe. The needle and syringe continued to separate and were difficult to perform because they did not fit well. The syringe was removed; the doctor then used the same product and finished the procedure.